Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer discontinued pump use and declined to provide what their alternate method of insulin therapy would be. Customer's blood glucose was 147 mg/dl.